Event description:
At the beginning of the surgical case, fluid was noted between the warmer and the drape. Device was removed from the sterile field so there was no contamination of the field.====================== manufacturer response for warmer drape, ors warmer drape ors-300======================rep to pick up item.